Event description:
Caller reported an error with their continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer received guidance from technical support on resetting their pump, and after the reset, the error did not occur again. The caller successfully began their sensor session.